Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. During the change out procedure, there was insulation damage observed to the proximal portion of the right atrial (ra) lead. It is likely the programmed atrial high outputs could have contributed to the battery depletion. The ipg was explanted and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.